Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h11. Proposed component code: mechanical (04) - femur. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: pain treated with a prescription. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event, please see associated reports: 3007963827-2024-00061, and 0001822565-2024-00813. D10 medical devices: persona articular surface medial congruent (mc) left 13 mm height catalog#: 42512100513 lot#: 64094213 persona tibia tmtwo-peg porous fixed bearing left size d catalog#: 42530006701 lot#: 77012127 customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a study subject underwent a left knee arthroplasty. Subsequently, approximately four months post-implantation, an adverse event was entered into the study for the patient falling and subsequent pain. No further details regarding cause of all or treatment/intervention required are currently known. The patient completed the study according to protocol.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that a study subject underwent a left knee arthroplasty. Subsequently, approximately four months post-implantation, an adverse event was entered into the study for the patient falling and subsequent pain. During an office visit, patient reported mild pain with no instability. Patient was assigned a prescription to help with the pain. The patient completed the study according to protocol.